Event description:
Information was received indicating that a smiths medical pump had an out of box failure during inspection of a batch of medfusion pumps. The motor rate error alarm kept occurring. There was no patient present at the time of the event. There were no reported adverse events.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the unit experienced a motor rate error alarm during an occlusion test. The leadscrew nut was found to be too tight. This issue was found to be a manufacturing issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.